Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced non-device related health issues. The recipient is believed to have experienced a failure in-situ. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted in 2008. The recipient's device will reportedly not return to advanced bionics for analysis. Additional information regarding explant details will not provided.